Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted.

Event description:
A health care facility customer reports, an inaccurate high reading for a patient on their precision pcx blood glucose meter. The customer reports, obtaining a reading of 318 mg/dl on the meter and an immediate hospital lab comparison of the meter returned with a result of 715 mg/dl. The pt was diagnosed with pneumonia, no treatment was documented. When plotted on a parkes error grid, the results fell "out of range" for this meter, showing the difference to be clinically significant. Product is to be returned for investigation and a new replacement has been sent. There was no report of death, serious injury or mistreatment.